Event description:
The IV pump alarmed showing that the amount to be infused was at "0". The rn noted the bag hanging was full even though the amount infused indicated 467.4 ml. The pump had operated all during the shift without alarming once. The IV was patent as it was flushed with normal saline to ensure patency. The pt had a myocardial infarction and the medication being infused was heparin. The pt required a bolus with heparin which did bring him to the level of care that the physician wished. The pump was changed, the tubing changed, and a new bag hung. Rptr had the pump inspected by bio-medical people. Apparently, the pump did not alarm for occlusion and there definitely was some problem with the pump. The problem was also reported to the co who said they also would need to report the incident.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.